Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/17/2019.

Event description:
It was reported that the unit declared a check vent battery alarm and the unit would not power on using the battery power. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The unit would not power on with battery power and a "battery failed" error was confirmed in the device logs. The fse replaced and charged the internal battery and powered the unit on in normal mode and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.